Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller experienced a controller fault. The controller is still in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ( (B)(4)) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal a controller fault with the controller. However, a review of the log files revealed that the real time clock was reset to zero (year 2000). Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller was able to retain the date and the time when the real time clock was adequately charged. This is an additional observation not related to the reported event. The most likely root cause of the date and time reset event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock battery to deplete. Based on the analysis of the controller, the reported controller fault could not be confirmed. If information is provided in the future, a supplemental report will be issued.